Event description:
Customer reported via phone, the insulin pump had alarmed button error, attempted to fix issues by changing the battery, and the buttons continued to be unresponsive. Customer's blood glucose was 415 mg/dl, treated with a bolus and current was 37 mg/dl. Customer was hospitalized for high blood glucose. Symptoms cramps on extremities. Customer was treated with a bolus and sent home. Troubleshooting for high blood glucose was not performed due to keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.